Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported horizontal lines in the image and at times, black or no image during preparation for use involving an olympus deflectable videoscope. There was no patient injury reported.